Event description:
The cowling over the bumper had come loose and detached on an enterprise 5000 bed, exposing a retaining screw (not a self tapper) and a staff member was reported to have cut themselves on the protruding screw. No further info was given as to the severity or the treatment of the injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.